Event description:
It was reported that the patient was experiencing some muscle spasm like pain in the left side that wraps around to the front. The physician believe it is related to a microscopic blood clot near the spinal canal from the procedure as patient had a history of developing small blood clots with procedures. No additional testing was done to verify location of blood clots or to verify the presence of the blood clots. The patient was placed on medication and a steroid pack.

Manufacturer narrative:
Date of event : exact date unknown, event occurred few days after the implant date.

Manufacturer narrative:
Date of event : exact date unknown, event occurred few days after the implant date.

Event description:
It was reported that the patient was experiencing some muscle spasm like pain in the left side that wraps around to the front. The physician believe it is related to a microscopic blood clot near the spinal canal from the procedure as patient had a history of developing small blood clots with procedures. No additional testing was done to verify location of blood clots or to verify the presence of the blood clots. The patient was placed on medication and a steroid pack.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436700. Model: sc-8436-70. Serial: (B)(6). Batch: 7070919.

Event description:
It was reported that the patient was experiencing some muscle spasm like pain in the left side that wraps around to the front. The physician believe it is related to a microscopic blood clot near the spinal canal from the procedure as patient had a history of developing small blood clots with procedures. No additional testing was done to verify location of blood clots or to verify the presence of the blood clots. The patient was placed on medication and a steroid pack. Additional information was received that all components were explanted and discarded per hospital policy. The patient was doing well postoperatively.